Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up, and failed self test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including power cycling multiple times, bench handling, and defib cycling without duplicating the report. An internal inspection found no discrepancies. It was recommend ensuring the battery is fully charged, functional, and to carry a fully charged spare battery as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.